Event description:
It was reported that the patient was experiencing frequent ipg charging despite using low energy programs to ease charging issue. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.